Event description:
In 2009, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch surestep enhanced meter's display had segments missing. The complaint was classified based on the customer care advocated (cca) documentation. The pt's daughter reported that the alleged issue began approximately 2 months prior to contacting lfs. Despite the issue, the pt reportedly continued to take her medication (insulin) as usual. One week after the issue started, the pt developed symptoms of thirst, feeling tired and "heat". On an unspecified date/time, the pt's daughter claimed, the pt was taken to the emergency room and treated with regular insulin (dose unk). The reporter confirmed that the pt was tested with an ER/hospital meter; however, she did not recall the result obtained with that device. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.